Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line was discolored. The customers blood glucose (bg) level was impacted 390 mg/dl. The customer delivered a bolus to stabilize bg level. The contact was unsure if discolored patient line had caused elevated bg level. Troubleshooting with tandem technical support was performed indicated the pump was functioning as intended. The contact stated the customer is a new pump user and elevated bg's could be due to settings. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.